Event description:
The customer reported approximately 1 ml of blue fluid leaked from the right side of the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was not wearing personal protective equipment (ppe) at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the normally closed black stripe tubing through pinch valve (pv27) was worn. The fse replaced the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).